Manufacturer narrative:
The investigation has determined that higher than expected vitros tsh results were obtained from a single quality management in healthcare (iqmh) proficiency sample using vitros immunodiagnostics products tsh reagent lot 5900 tested on a vitros 5600 integrated system when compared to the target mean result for the iqmh linearity survey sample. A definitive assignable cause for the higher than expected vitros tsh results could not be determined. Based on historical quality control results, a vitros tsh lot 5900 performance issue is not a likely contributor to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh lot 5900. However, the customer does not process a qc fluid at the same concentration as the sample in question and did not have a patient sample at the same concentration as the iqmh sample to perform a correlation with. Therefore, it is unknown if results could be affected at that concentration and a vitros tsh lot 5900 issue cannot be entirely ruled out. The iqmh sample result was reproducible when run the following day on the same reagent lot. The repeatability of the sample gives no indication of any instrument malfunction. Additionally, historical qc appears precise. A precision test was not run at the time of the event, however unexpected instrument performance is not a likely contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected vitros tsh results were obtained from institute for quality management in healthcare (iqmh) proficiency samples processed using vitros immunodiagnostics products tsh reagent in combination with a vitros 5600 integrated system. Iqmh proficiency fluid sample 1 results of 0.295 and 0.288 miu/l vs. The expected result of 0.12 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh iqmh proficiency sample results were from a non-patient fluid. There was no indication that patient samples were affected, however, the investigation could not conclude that patient results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).